Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the equipment displays an audio failure warning. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the devices in question. The fse confirmed the computer's speaker was replaced because the computer displayed the following "audio failure" message. A good faith effort to obtain additional information regarding the event was submitted on (B)(6) 2023. Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the suresigns vs2+ nbp/spo2/wireless sn (B)(6) indicating audio failure. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.